Event description:
It was reported that the patient came in to the office for routine follow up visit. Patient's heart rate was 118 bpm and going in and out of pacemaker mediated tachycardia (pmt). Pmt was turned on and it is still tracking. It was also noted that the p wave is over 400 ms out and is actually noise on the atrial lead and there is low impedance. There is false atrial heart rate (ahr) and noise is observed on electrogram. At times, the patient has shortness of breath. The clinician will discuss with the physician on what to do with the atrial lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4068-52 implanted: (B)(6) 1996. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.